Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient received a turbo-ject® single lumen power-injectable PICC for an unspecified indication. The customer reports that the violet portion of the valve where the injection pressure is marked is split resulting in leaking. The circumstances and handling conditions leading to the event are not known. The duration of clinical use was not provided. The device is reportedly available for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the purple fitting is cracked all the way the through. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A thorough review of the device history record revealed no non-conformance that may have contributed to this incident associated with complaint lot number. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment, no further action is required.